Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that device went into vent inop error code 100a data acquisition (da) printed circuit board assembly (pcba) analog direct current (adc) reference failed message while on a patient. There was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and reviewed suggested repair for the 100a. Found the 3.3 volts to be good. Customer is going to check the 2.5 volts on the da pcba. If not, troubles found will inspect the da to motor controller (mc) cable and replace as needed. The investigation is ongoing.